Event description:
On (B)(6) 2021, the wife of the lay user/patient contacted lifescan (lfs) USA, alleging that her husband¿s one touch ultra 2 meter displayed inaccurately erratic blood glucose results. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained after customer care (cc) reviewed the call recording. The reporter alleged that the product issue began at an unspecified time on (B)(6) 2021. The reporter informed that the patient obtained blood glucose readings of ¿225 and 91 mg/dl¿ on the subject meter, within 20 minutes from each other. The patient manages his diabetes with oral medication (glipizide) and claimed that her husband did not make any changes in response to the alleged issue. That same day, at an unspecified time after the issue occurred, the patient ¿felt bad¿ and developed symptoms of ¿could not talk and was out if it¿. After reviewing the call, cc established that the reporter claimed that the patient suffered an ¿epileptic diabetic shock¿. The reporter stated that they called the paramedics, who took a reading of ¿16 mg/dl¿ on the emergency medical service (ems) meter before treatment and then provided the patient with IV glucose. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event and reportedly received hcp treatment for an acute low blood glucose excursion after the alleged meter issue began.